Manufacturer narrative:
Results/conclusions: bent frame. Bed taken removed and marked as not to be used.

Event description:
It was reported by service report that the scale and bed do exit not work correctly. There was pt involvement; however, no adverse consequences were reported.